Manufacturer narrative:
(B)(4). The customer reports the device has a display that is black with a rainbow of colors. A philips field service engineer evaluated the device and confirmed the complaint. The display assembly was replaced to resolve the problem. The device was put back into service after all performance assurance tests passed. There was no reported pt involvement. We will consider this a malfunction of the display assembly the caused the device to have a black display with colors.

Event description:
The customer reports, the device has a display that is black with a rainbow of colors.